Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic cholecystectomy, the bag of the device broke when trying to pull out the gallbladder. The device was removed and another one was used to resolve the issue. There was no patient injury.